Event description:
Ous MDR - after an implant duration of about 33 months oversensing on right ventricular channel was noted. No adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed that the lead showed multiple signs of wear. In particular at approx. 56 cm and 58.5 cm distal to the is-1 connector pin the insulation was found rubbed through. A short circuit occurred in this area. This damage can be considered to be the cause of the clinical observation as mentioned in the complaint description. Based on the characteristic of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Furthermore lead body was found rubbed through at the proximal end of the lead, between the connector and the ligature marks. It is reasonable to assume that this damage resulted from a mechanical interaction between the lead body and the ICD can. The analysis did not reveal any sign of a material or manufacturing problem.